Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unknown duration post implant of this bioprosthetic valve, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to calcification of the bioprosthetic valve. No additional adverse patient effects were reported.